Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that they could not interrogate the implantable cardiac monitor in the clinic. Several different programmers and programming heads were used. The device will be explanted. No patient complications have been reported as a result of this event.